Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2018-00083, reference MFR report: 3008829311-2018-00084, reference MFR report: 3008829311-2018-00085. It was reported the patient¿s ((B)(6)) leads and extensions were explanted due to infection. Cultures were taken however the results were not provided to the manufacturer. Patient was treated with antibiotics and is in stable condition. The implant date of the extensions was requested, but has not been provided to the manufacturer.

Event description:
Device 4 of 4. Reference MFR reports: 3008829311-2018-00083. 3008829311-2018-00084 3008829311-2018-00085. The implant date of the extensions (MFR report: 3008829311-2018-00085 and MFR report: 3008829311-2018-00086) was provided.